Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 9733065, serial/lot #: (B)(4), ubd: 27-jan-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that when removing the navigus base, the screw head broke off from the shaft leaving a piece of the screw in the patient's skull. The surgeon was not concerned and is leaving it in. No patient impact. No delay.